Event description:
It was reported that the patient had a sudden onset of difficulty using his left-side. The patient¿s right side implantable neurostimulator (ins) in his abdomen had high impedances, greater than 40,000 ohms. The healthcare provider (hcp) thought the issues were related, so ordered x-rays of the entire system. However, no fractures were seen and the patient¿s settings were not changed. Later on the physician¿s assistant spoke to the patient, who stated he was receiving effective therapy. The patient did not feel there was a need for surgery and no troubleshooting was performed.

Event description:
Additional information received from the healthcare provider via a company representative reported that the patient was scheduled for deep brain stimulator (dbs) battery replacement on (B)(6) 2016 with possibility of left lead extender revision due to high impedance on last exam. The patient had left chest activa sc and right abdominal activa sc. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent

Manufacturer narrative:
Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3387-40, lot# j0228090v, implanted: (B)(6) 2002, product type: lead. (B)(4).

Event description:
Additional information received from healthcare provider reported that the lead and battery were replaced. The brain lead was the source of high impedance. The high impedance resolved following revision surgery.